Manufacturer narrative:
No devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records for the glenosphere did not find any deviations or anomalies. The lot number for the base plate is unknown therefore its device history records could not be reviewed and a complaint search cannot be performed. These devices were used for treatment. No other complaints of any type have been reported for the glenosphere lot. The implant part numbers have been confirmed to be an approved and compatible combination. The surgical technique states "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It is unknown if the glenosphere was initially circumferentially seated. The technique also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." Due to the lack of operative notes it is unknown if these checks were performed. With the provided information an exact cause of could not be determined.

Manufacturer narrative:
Information was received from a user facility who is not required to complete form 3500a. (B)(4). Other device used: catalog #00434901500, zimmer tm reverse base plate, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a loose glenosphere.